Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of her essure coils had migrated into her uterus/ perforated uterus at the left cornual end with the essure device'), pelvic pain ('chronic pelvic pain / severe pain') and abortion spontaneous ('pregnancy was not carried to term') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("she was pregnant") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain") and migraine ("excessive migraine headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, pelvic discomfort, menorrhagia, back pain, dyspareunia, abnormal weight gain and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: removal date: (B)(6) 2015 (as per mr, discrepancy noted). Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 10-mar-2021: medical record received. Event device expulsion was updated to perforated uterus at the left cornual end with the essure device. Reporters information and medical history was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of her essure coils had migrated into her uterus/ perforated uterus at the left cornual end with the essure device'), pelvic pain ('chronic pelvic pain / severe pain') and abortion spontaneous ('pregnancy was not carried to term') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included grand multiparity. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("she was pregnant") and experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain") and migraine ("excessive migraine headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, pregnancy with contraceptive device, abortion spontaneous, pelvic discomfort, menorrhagia, back pain, dyspareunia, abnormal weight gain and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, back pain, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: removal date: (B)(6) 2015 (as per mr, discrepancy noted) quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain"), pregnancy with contraceptive device ("she was pregnant") and abortion spontaneous ("pregnancy was not carried to term") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and device expulsion ("one of her essure coils had migrated into her uterus"). Last menstrual period was not provided. The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent surgery to remove her essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, pelvic discomfort, menorrhagia, back pain, dyspareunia, abnormal weight gain, migraine and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, back pain, device expulsion, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and experienced chronic pelvic pain / severe pain. It was discovered that she was pregnant, however pregnancy was not carried to term. On (B)(6) 2015, plaintiff underwent surgery to remove her essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. Spontaneous abortion is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In addition, pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, pregnancy was diagnosed about 5 years and 5 months after essure insertion and she had spontaneous abortion up to 12 gestational weeks. No alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / severe pain"), pregnancy with contraceptive device ("she was pregnant") and abortion spontaneous ("pregnancy was not carried to term") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), abnormal weight gain ("excessive weight gain"), migraine ("excessive migraine headaches") and device expulsion ("one of her essure coils had migrated into her uterus"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent surgery to remove her essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, pelvic discomfort, menorrhagia, back pain, dyspareunia, abnormal weight gain, migraine and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abnormal weight gain, abortion spontaneous, back pain, device expulsion, dyspareunia, menorrhagia, migraine, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: due to no sample or valid lot number being available, the quality unit was unable to conduct a review of the manufacturing batch record or perform an investigation therefore they are unable to confirm any quality defect or device malfunction. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of ptc. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 and experienced chronic pelvic pain / severe pain. It was discovered that she was pregnant, however pregnancy was not carried to term. On (B)(6) 2015, plaintiff underwent surgery to remove her essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance which included failure to return for the essure confirmation test. Spontaneous abortion is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In addition, pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case, pregnancy was diagnosed about 5 years and 5 months after essure insertion and she had spontaneous abortion up to 12 gestational weeks. No alternative explanation for her pain was provided. This case was classified as incident since device removal was required. Follow-up information will be obtained through the litigation process. The product technical analysis concluded, lack of efficacy can occur with the use of any product and is not necessary indicative of a quality defect. The reported medical events are not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical events or the lack of efficacy event and a quality defect.